Manufacturer narrative:
02/18/1999- supplemental report sent to FDA. The subject device was returned, however the exact cause of the condition could not be reliably determined.

Event description:
The product was used during a thoracoscopy for sympathectomy. Reportedly, the jaws did not close properly. The surgeon carried out a thoracotomy for hemostasis due to hemorrhaging. The hosp has reported that the pt's status as unknown.